Manufacturer narrative:
The device was returned for analysis. There was no failure mode reported to confirm; however, a guide break was noted. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulties cannot be determined. The subsequent treatments are due to the circumstances of the procedure. In this case, it is possible, based on the returned good analysis, that a guide break occurred during insertion or during needle deployment because of the angle of insertion and/or an interaction with patient anatomy. However, this cannot be confirmed as procedural details were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Returned device analysis identified a guide break. No additional information was provided.

Event description:
It was reported that an unspecified "defect" was noted with a prostyle device relative to an unspecified procedure. Cut down surgery was performed to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B3: estimated date of event. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.